Event description:
It was reported by the company representative that upon re-operation to explant the plates due to the maxilla shifting, it was discovered that the plates were fractured.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that upon re-operation to explant the plates due to the maxilla shifting, it was discovered that the plates were fractured.

Manufacturer narrative:
The reported event (plate breakage) could not be confirmed as the plates were not returned for investigation. As mentioned in the event description, 3 plates were alleged to be broken (fig. 1). As a result, a reoperation was performed in (B)(6) 2023. The surgeon noticed movement of the maxilla in (B)(6) 2023. He also observed non-union prior to the reported plate breakages. Stryker¿s medical expert stated that non-union will cause plate breakage. Union usually occurs 4-5 months after surgery. Based on statistical evaluation, there is no indication for an incorrectly working product or any design, material or manufacturing related issue. H3 other text : not available.